Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with critical pump error. Crest software was successfully utilized, however device failed to download formatted history, detail trace and long trace with thus due to moisture damage on electronic assemblies. Device received with corroded electronic assemblies and corroded motor home switch. Unable to determine pump error 35 due to communication anomaly. Device unable to verify possible under delivery, perform displacement test, displacement accuracy test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, missing display window cover, cracked keypad overlay, pillowing keypad overlay and minor scratches on case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current blood glucose level was 420 mg/dl. Customer had nausea. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, due to they had a high blood glucose, even if he already changed the infusions set multiple times. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump as well as reservoir will not be returned for analysis.